Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29-millimeter (mm) transcatheter bioprosthetic valve, the valve was deployed and found to have an infold of the frame. The cause of the infold was unknown. The valve was placed in the desired location, so it was not recaptured. After releasing the valve, there was no gradient and no regurgitation. Angiogram confirmed the infold and a post-implant balloon aortic valvuloplasty (bav) was performed. During the dilation with a 24 mm balloon, the valve dislodged out of the annulus. As a result of the dislodgement, a second 29 mm transcatheter bioprosthetic valve was implanted with good results. No additional adverse patient effects were reported.